Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4). Upon receipt at our post market quality assurance laboratory the analysis of the returned product is not able to provide relevant information for infection-related allegations. No analysis was performed as reported allegations of infection were known inherent risk of device.

Event description:
It was reported that the patient with this right atrial (ra) lead had an infection with sepsis. The patient developed an infection that spread to the lead. The right atrial (ra) lead was explanted. No additional adverse patient effects were reported.